Event description:
It was reported that prior a procedure the e-sep safeair pencil was found to be fault. It was activating on its own. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.